Event description:
Physician noticed when opening package that the advanced neuron delivery catheter had its tip flattened. This was during prep for the case and no pt contact had occurred. The catheter was replaced with another of the same model and the case processed without incident.

Manufacturer narrative:
The unit was returned in its open sterile sheath with all product labeling attached. The unit was identified as rejected upon opening and having no pt contact. The unit was not decontaminated. There is a single flat spot extending from 0.5 - 1.8 cm from the distal tip. A close examination of the sheath and the protective carrier tube inside it showed no damage or deformity. The incident is confirmed but not as reported. While attempting to replace the catheter in its protective carrier tube, it was noted that the flat spot was too wide to fit the tube. Since there is no additional curling or deformation at the edges of the flat spot, this damage to the catheter must have occurred during or after its removal from our packaging. The DHR for this mfg lot has een reviewed and that review is attached. Conclusion : defect noted prior to use. As per FDA feedback of (B)(4) 2009, this defect, if not discovered, could contribute to injury or death. Incident # (B)(4). Part # 2314-02.a. Neuron dc 070 95 cm x 6 cm, straight tip. Lot #f15336 (same as l15336). Qty: 1. A review of the device history record (DHR) was completed on part #2314-02.a, (lot # l15336). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.